Event description:
When the physician inserted the 8f pis1365 shunt into the pt's internal carotid artery and inflated the balloon, the safety balloon began to leak. The physician then attempted to insert the 9f pis1375 into the pt's carotid artery he noticed that the shunt leaked at the stopcock. It can be noted that the scrub tech did not pre-test either of the shunts prior to use.

Manufacturer narrative:
The shunt used first during the procedure (pis1365) was reportedly leaking from the safety balloon. We were able to confirm that the safety balloon was leaking caused by a tear within the balloon. It was also noted that the safety balloon cover sleeve was forcefully pulled over the safety balloon the opposite way it should. This may or may not be the potential root cause of the device malfunction as the cover sleeve is designed to remove in only one direction. The second shunt used during the procedure (pis1375) was reportedly leaking from the stopcock. We were able to confirm that the white stopcock was leaking at the bushing joint. The procedure was completed using a third and final lemaitre shunt. Correspondence was made by a lemaitre sales rep with the physician. The physician stated that the pt may have had a small stroke where she complained of not being able to use her right hand only. A few days later, an MRI was performed which led him to believe that she had stroked. The physician stated that he was not sure whether these were new incidents or old incidents as she had apparently had stoked previously. It was also noted that after a few days, the pt was able to once again use her hand and seemed fine. It remains inconclusive whether or not the pt experienced any type of adverse event that was device related. Info for device #2: brand name: pruitt inahara shunt. Common device name: pruitt shunt. MFR. Name, city and state: lemaitre vascular, (B)(6). Model# - 2010-49; catalog # - 2010-49; lot# - pis1375; exp date - 05/31/2010. Operator of device: health professional. Is this a single-use device that was reprocessed and reused on a pt? No. Device available for eval? Yes - (B)(6) 2008.